Event description:
It was reported the pt is experiencing ineffective stimulation. The sjm representative met with the pt and reprogramming was unsuccessful. X-rays were taken and the lead appeared to be in the correct location. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.